Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set had foreign matter on device cannula / needle / tubing or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated "black dusts were found onto the tubing and the affected part thereof was deformed."

Manufacturer narrative:
Investigation summary: bd received five (5) photos as well as one (1) physical sample were received for evaluation. Upon review of the photos and sample, there is a bd push button blood collection set with black foreign matter on the tubing of the device with slight damage to the tubing in the same area. Bd was able to confirm the customer complaint of foreign matter and damaged tubing based on the photos and sample provided. The most likely cause of the foreign matter appears to be pallet dust. It is likely that the part was not pressed correctly between the center posts in the pallet and was able to hang off, getting trapped between two pallets and accumulating the dust as well as getting damaged based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set had foreign matter on device cannula/needle/tubing or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated "black dusts were found onto the tubing and the affected part thereof was deformed."